Manufacturer narrative:
(B)(4). The lot 14g029 was manufactured from july 17, 2014 to july 18, 2014. The device was returned and evaluated for the reported event. Visual and microscopic inspection of the device revealed no evidence of particulate matter. The reported condition was not verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its bladder. This was noticed during filling with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.